Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider saying they don't know the cause of the high impedance. The impedance was high. When the patient was seen by them the 1st time. No actions/interventions taken. As they cannot access the report they cannot say if it is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: a610, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy showed c and 0 at 7488 ohms. Caller reported that one monopolar combination is elevated from previous office visit. Therapy was not affected per caller. They also saw the error code while accessing report: error code 0x688aa9d1. This was on a patient with monopolar investigate. No symptoms were reported. No further complications were reported or anticipated with this event.